Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (screen froze, abnormal shutdowns) was confirmed. Upon evaluation, the monitor was constantly resetting. It was determined that the arm processor was unable to bootstrap to the dsp through the shared memory. The arm processor was reset each time the dsp could not receive the signal to perform all necessary functions. The root cause for the faulty shared memory cannot be positively determined, but is likely due to a random component failure on the computer analog board. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
A patient service representative (psr) assisting a (B)(6) male patient contacted zoll customer support to report that the patient's monitor made a high pitched noise and the screen froze. She also saw a code 107 - multiple abnormal shutdowns. The patient was issued a replacement monitor.